Event description:
A pump motor stall occurred on 2014-(B)(6) at 06:34 with no motor stall recovery reported. The patient was asymptomatic but had been admitted to the hospital for observation and to evaluate the infusion system. Additional information received reported that pump had stalled for 12 hours and couldn¿t be restarted, then automatically started again. It was also noted there was a "pending battery depletion" and the pump was prophylactically removed to avoid in-vivo battery depletion. The device was removed on 2014-(B)(6). The patient's status after the device was removed was "recovered without sequela." There was no patient injury or death. The pump system was delivering lioresal.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4). Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing.

Event description:
Additional information received reported that the event resulted in in-patient or prolonged hospitalization. It was reported at one time that there was gablofen in the pump at the time of the motor stall. It was later stated it was baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via ispr indicating that the motor stall that had recovered at 9:15 pm on (B)(6) 2014 (as previously reported) had begun at 12:46 pm on (B)(6) 2014. It was also noted that the entire system was replaced on (B)(6) 2014; however, this date was discrepant from what was initially reported (pump replaced (B)(6) 2014). Additional information has been requested to clarify the date of device explant. The patient's indication for pump use was cerebral palsy and intractable spasticity. Additional information from the healthcare professional via ispr indicated that the gablofen lot number was (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider via a clinical study confirmed the explant date was (B)(6) 2015. The concentration of baclofen was 2,000 mcg/ml at 18.3 mcg/hr.